Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 05/21/2015 with the following findings: the audio bolus button (abb) cover was observed to be detached/missing. Evaluation revealed that the up arrow, down arrow, and ok keypad buttons were unresponsive. Also, the abb was found to be unresponsive. The aforementioned responsiveness issues were directly caused by an abb short. A battery cap was not returned with the pump; a test battery cap, which was able to secure to the suspect pump case per the instructions for use (IFU), was used during the analysis. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6)

Event description:
The pump was returned for investigation. Investigation revealed unresponsive keypad and audio bolus buttons. This report is made based on results of investigation completed on 05/21/2015.